Manufacturer narrative:
Calibration and control data were acceptable. A general reagent issue can be excluded. Upon review of the alarm trace for 09-dec-2024, 12 sample foam detection alarms and one sample clot detection alarm were observed. The investigation could not identify a product problem. The issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The serial number of the c 502 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation (ast) on a cobas 8000 c 502 module. The sample initially resulted in an ast value of 93.9 u/l. The patient questioned the result, so the sample was repeated. The sample was repeated on (B)(6) 2024, resulting in an ast value of 20.6 u/l. A second tube collected at the same time was also repeated on a second analyzer on (B)(6) 2024, resulting in a value of 19.9 u/l.